Manufacturer narrative:
One cadd extension set was returned for analysis. Visual inspection found no discrepancies. Functional testing included leak testing. There was a leak detected in the air vent of the filter customer stated issue was able to be duplicated and was confirmed. Problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking at the filter while in use with the patient. The patient lost some medication due to the reported event. No adverse effects reported.